Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was reported that two screws at the same level were broken. A revision was done and four screws were added and the broken screws removed. Patient outcome is said to be good.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms screw broken at approx. 2-3 threads from the base of the head. Peripheral fracture surface damage noted. No surface defect identified on the bone screw surface adjacent to the fracture that could have contributed to crack initiation and propagation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the origin of initial fracture propagation as noted, as well as increased material disruption, and river lines starting approximately 50% of the way through the cross-sectional area of the bone screw, consistent with overload. Key dimensional specifications, the major and minor diameter of the bone screw, were measured and found to conform to print specification. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "patient underwent a spinal fusion at l1 with screw instrumentation. Approximately 10 months post-op, the patient presented with severe pain and could not move. X-rays showed two screws broken. The patient had a delayed rehabilitation.